Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization for diabetic ketoacidosis. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advise of your healthcare provider," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms like breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin- usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises, "if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are present, take a correction bolus as prescribed by your healthcare provider.

Event description:
The customer reported that her blood glucose results were normal on (B)(6), but on the morning of (B)(6), her results were high. At 5:55 am, her blood glucose result was 26.4 mmol/l (476 mg/dl), and she was not feeling well. At 6:56 am, it was 22.9 mmol (413 mg/dl), and at 8:04 am, it was 21.4 mmol/l (386 mg/dl). When she checked it at 8:50 am, it was 21.3 mmol/l (384 mg/dl). It was 20.0 mmol/l (360 mg/dl) at 9:38 am. She gave herself boluses that morning (units not provided), and when her blood glucose levels were not going down and she was going into diabetic ketoacidosis, she went to the hosp for treatment. She received intravenous insulin, which lowered her blood glucose level to 12 mmol/l (216 mg/dl), and she was sent home. The hospital left the pod on, and she continued to wear the same pod when she returned home. That afternoon, her blood glucose level started to rise shortly after leaving the hosp. At 1:38 pm, her result was 24.7 mmol/l (445 mg/dl), and at 3:21 pm, it was 23.1 mmol/l (416 mg/dl). She removed the pod and realized that the cannula must have dislodged during the previous night while she was sleeping. She discarded the pod. She activated a new pod, and when she checked her blood glucose at 5:30 pm, it was 14.0 mmol/l (252 mg/dl). She was unable to provide the sequence number.